Event description:
It was reported that the pump failed cassette sensor check and the audio alarm worked but could not be silenced. The error message "no disposable clamp tubing" did not appear. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.